Event description:
It was reported that this pacemaker could not be interrogated with a communicator or a programmer while using radio frequency (rf) telemetry. The device had a normal induction hand shake and was able to be interrogated using wanded telemetry; however, an error message was displayed when the wand was removed from the device. Disk analysis was completed and a review of the device memory indicated that a rf telemetry hardware error had occurred prior to the implant of this device. Additionally, the rate of power consumption was stable; however, the amount of power consumption was higher than expected. The hardware error that occurred may sometimes lead to accelerated battery depletion. Device replacement was recommended. The patient was not pacemaker dependent, and the physician elected to continue close monitoring at this time. This product remains in service. No adverse patient effects were reported.